Event description:
While trying to squeeze and activate a single use therapy hot pack, the packaging burst open and sprayed the patient with the activation solution. The rn quickly rinsed the solution off of the patient before the solution could heat up. This was the third hot pack that burst when trying to activate the catalyst packet within. Manufacturer response for hot pack, instant, hot pack (per site reporter). Awaiting manufacturer response to return device for qa analysis.